Event description:
In 2008, the pt reported the buttons on his insulin infusion device are not properly working. He stated he did not have the device with him to check to see if the keylock function was activated. He stated he will call back. Two days later, the pt called back to troubleshoot his infusion device. He inserted a battery and his device displayed an e8 (power interrupt) message which occurs when the battery is removed without first placing the device stop. The pt was instructed to press the check button twice to clear the message but after multiple attempts, the message would not clear. The pt tried removing and reinserting the battery several times but the e8 would not clear. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.